Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of a procedure, an intellanav stablepoint open-irrigated catheter was selected for use. When the device was taken out of the box, the flush port was checked and a crack in the tubing set was found. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
Intellanav stablepoint open-irrigated catheter was evaluated by boston scientific. Analysis of returned product revealed that the device showed no evidence or defects that could have contributed to the reported event; consequently, not confirming the reported clinical observation of tubing set damaged defective. Device was found within specifications.

Event description:
It was reported that during the preparation of a procedure, an intellanav stablepoint open-irrigated catheter was selected for use. When the device was taken out of the box, the flush port was checked and a crack in the tubing set was found. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.